Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 3 on a cobas e 411 immunoassay analyzer. Questionable results were reported outside of the laboratory. The sample initially resulted in an hcg value of > 10000 miu/ml and this value was reported outside of the laboratory. The sample was diluted 1:100 on the instrument and repeated, resulting in a value of 173 miu/ml. The 173 miu/ml value was reported outside of the laboratory as a correction. The sample was sent to a second site for testing on an unknown analyzer, resulting in an hcg value of 10000 miu/ml. The sample was repeated on this same unknown analyzer, resulting in a value of 17000 miu/ml, which was reported outside of the laboratory as > 10000 miu/ml. The sample was then repeated on the customer's e411 analyzer, resulting in an hcg value of > 10000 miu/ml. The sample was diluted 1:100 on the instrument and repeated, resulting in a value of 108.4 miu/ml and this value was reported outside of the laboratory. A value of > 10000 miu/ml was deemed correct for the sample. The hcg reagent lot number was 56667100, with an expiration date of 31-jan-2023.

Manufacturer narrative:
The last calibration performed on 12-jun-2022 was ok and there were no alarms. Quality controls were within range based on the provided information. The sample centrifugation speed may have been faster and the centrifugation time may have been shorter than recommended by the tube manufacturer. The field application specialist was unable to reproduce the issue. The instrument was found to be performing as expected. The investigation could not identify a product problem. The cause of the event could not be determined.